Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited intermittent loss of capture and less than 200 ohms impedance. The lead was capped and replaced.